Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc device. Customer reported a high reading of 17.3 mmol/l which was higher than a lab reading of 4.4 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated with known good battery and retained test strips. Visual inspection has been performed on the returned meter and no issues were observed. Meter powered on with button and with strip insertion. Control solution testing was performed and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid strip lot number has not been provided. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. DHR(device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc device. Customer reported a high reading of 17.3 mmol/l which was higher than a lab reading of 4.4 mmol/l. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.